Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hold gn 1-21-22 article entitled " two-stage revision total hip arthroplasty with a specific articulating antibiotic spacer design: reliable periprosthetic joint infection eradication and functional improvement" written by brian p. Chalmers, md, tad m. Mabry, md, matthew p. Abdel, md, daniel j. Berry, md, arlen d. Hanssen, md, and kevin I. Perry, md published by the journal of arthroplasty on august 27, 2018, was reviewed. The purpose of this study is to analyze the use of a specific articulating spacer for hip pji with specific regard to survivorship free of infection, clinical outcomes, complications, reoperations, re-revisions, and survivorship free of reoperation or revision. 135 [tha] (131 patients) were implanted with prostalac acetabular and femoral components between january 2005 to december 2013. Minimum follow up was 2 years post reimplantation. Competitor cement was used with the prostalac. Adverse event before reimplantation involving depuy ¿ synthes products: 7 thas experienced dislocation of the antibiotic spacer. All of the patients were left dislocated with touch down weight bearing precautions during transfers until hip reimplantation. 3 thas experienced postoperative periprosthetic femoral fracture. One patient was reoperated on for orif. Two patients were treated nonoperatively until reimplantation. 6 thas required debridement and spacer exchange for persistent infection. Three patients had persistent wound drainage, 1 patient had wound healing problems and developed a sinus tract, and 2 patients had significant elevation of their inflammatory markers that did not trend favorably.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However photographs and x-rays were provided. Upon visual inspection of the photographs and x-rays, no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The reported complaint was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.